Event description:
Additional information received reported that the por had an error code of ¿0x200.¿ the patient had not had any overdischarges nor had the patient had any MRI exposure. The por was cleared and the system was found to be intact, with impedances that were ¿fine.¿ the patient was doing well.

Event description:
It was reported that the patient was unable to adjust the stimulation when using the patient programmer (pp). It was noted that there was a ¿call your doctor¿ icon. It was noted that the patient had just finished recharging about 1 hour prior to this report, and had attempted to adjust the stimulation when a power on reset (por) message with a warning symbol appeared. It was stated that the patient had turned stimulation off to charge, and was later able to turn it on and adjust it, when ¿all of a sudden¿ it stopped. It was noted that the patient couldn¿t walk without the stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# v931753, implanted: (B)(6) 2012, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3487a-33, lot# v013349, implanted: (B)(6) 2009, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3487a-33, lot# v104839, implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but was working with a healthcare provider (hcp) or manufacturer representative. The patient had scheduled an appointment for (B)(6), and during the appointment a manufacturer representative was able to "get the unit working."